Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the that the pen drive device had connection issues and was very slow. During an in house engineering evaluation, it was determined that the device had unintended/activation motion, corrosion/rusting/pitting on the motor. The device also failed pre-test for unintended motion. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.